Manufacturer narrative:
The physician indicated the patient signs and symptoms appeared to have been caused by a severe reactive inflammation to the pla/pga composite absorbable bone anchors used (other manufacturer). The anchors were returned to the manufacturer for analysis by the physician. Results of evaluation of returned explant were inconclusive. The product lot number was not provided. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
The patient experienced pain, tenderness and swelling approximately three months post rotator cuff repair with orthadapt augmentation. Due to the continued pain and swelling post conservative treatment, the patient underwent exploratory surgery of the repair site. The physician indicated the patient appeared to have a severe reactive inflammation to the bone anchors used (pla/pga slow re-sorbable, not manufactured by pegasus); the bone around the anchors appeared to have liquified. The physician indicated his belief the patient's reaction to the bone anchors was the cause of the event; the physician had returned the anchors to the manufacturer for analysis.